Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
Reportedly, a physio ii annuloplasty ring was explanted at implant due to continued regurgitation. A 28mm ring was implanted successfully following this explant. The operative report states, "the valve was reconstructed initially with primary direct suture closure plus a 32mm annuloplasty ring. The initial echocardiogram after separating from bypass revealed moderate-plus mitral regurgitation." It was decided the repair was less than optimal and the patient was placed back on pump for placement of a smaller ring.

Manufacturer narrative:
Method: (B)(4) other = device not returned. Additional manufacturer narrative: review of the device history record (DHR) is in progress.